Event description:
Healthcare professional reported lower than expected readings with a hemochron response and celite act tube system. A (B)(6) male patient was receiving IV heparin in the cardiovascular operating room during an aortic valve repair. The target act was not specified. The hemochron response and celite act tube system reported lower than expected results after heparin was administered. A repeat blood sample was assayed on a second hemochron response instrument and the act result was as expected. The instrument was returned to itc for evaluation. The procedure was completed without incident. No adverse events or complications were reported.

Manufacturer narrative:
This MDR dated 07/10/2015 references (B)(4). The lot number of the response celite act tube used during this case (c5fte081) is referenced by (B)(4). Itc has requested all data required for form 3500a.